Event description:
N/a.

Manufacturer narrative:
Additional info: e1 (event site postal code: (B)(6)). A getinge field service engineer (fse) stated that "when the customer says the device is not pressing, he says, "the device is not pressing the balloon catheter", he meant to say, actually there is no printer malfunction. Fse didn't go for maintenance. Fse went to the customer for troubleshooting and found that the pim module was faulty. The customer does not have any agreement or warranty. No further information available. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly. H3 other text : repair service not completed.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions, component code), h10, h11. Corrected fields: d5, e2, e3, g2. A getinge field service engineer (fse) it was observed that the device gave an autofill failure error during the checks. In the examination of the device, it was determined that the pneumatic interface module (pim) module part was faulty. The pim module, batteries and 9v battery, which were previously detected as faulty in the device, were replaced with new ones. The device was tested, checked, and delivered to the user in working condition.

Event description:
N/a.

Event description:
It was reported that during a routine check by hospital personnel , the cardiosave intra-aortic balloon pump (iabp) does not print. Later it was reported that the device is not pressing the balloon catheter. So actually there is no printer malfunction. Trouble shooting was required for a pim issue. There was no patient involvement.

Manufacturer narrative:
Corrected data: b5, b6, b7, d10, h6 (clinical and impact code). Updated data: b4, e1 (initial reporter, email and phone#), e2, e3, g3, g6, h2, h10, h11.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) does not print.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.